Event description:
It was reported that the customer's insulin pump alarmed an error while she was out of the country and insulin was pouring out. The caller requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked reservoir tube lip, missing end cap sticker and cracked display window. Unable to confirm the error alarm.